Event description:
It was reported that an ilet user experienced hyperglycemia with a pump-reported glucose of 390 mg/dl after a larger-than-usual lunch and a recent change to previously expired supplies; the pump showed a downward trend to 381 mg/dl and a confirmatory fingerstick was 355 mg/dl, with no symptoms reported. Symptoms included no clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included user education and troubleshooting regarding high glucose management and confirmation of downward trend with a fingerstick. Investigation of this case revealed no device malfunction reported and a likely contribution from meal-related underdosing and recent supply change after using expired supplies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.